Event description:
It was reported that bd alaris smartsite needle free valve was occluded the following information was received by the initial reporter with the following verbatim. It was reported by customer that they were attempting to inject the sterile water into the vial, the plunger was difficult to push and was stuck prior to injecting the full amount of sterile water and took the second adapter and used that after the sterile water syringe plunger became stuck and then I was able to inject the rest of the sterile water in the vial.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2203e and lot# 24045352 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 16apr2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.